Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump bolus calculations were incorrect. The patient stated that blood glucose levels were at 20.1 mmol/l with nausea and a bolus was given using the pump calculations. The reporter stated that one hour later blood glucose levels were down to 5.6 mmol/l. The patient reported that the pump recommended additional insulin when about to consume carbohydrate; the patient reported that no additional insulin was taken but blood glucose levels decreased to 3.8 mmol/l. The reported blood glucose levels do not meet animas criteria for an adverse event. This report is made based on the allegation that the pump calculations were incorrect.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: review of the black box and alarm history for the pump show no alarms or errors associated with the compliant. For the investigation an ezcarb bolus was performed with following user settings and the pump correctly calculated the bolus totals. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Investigators, were unable to duplicate the complaint during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.